Event description:
Reporter indicated a vns therapy programming system handheld computer could not advance past the alignment screen. The cross does move around the screen when the center of the screen is pressed with the stylus. Troubleshooting did not resolve the issue. Good faith attempts to obtain the product for analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.